Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure which ripped thru one of her fallopian tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), internal haemorrhage ("bleeding internally"), arterial rupture ("artery tore"), pelvic pain ("lots of pain") and suture rupture ("sutures tore"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, internal haemorrhage, arterial rupture, pelvic pain and suture rupture outcome was unknown. The reporter considered arterial rupture, fallopian tube perforation, genital haemorrhage, internal haemorrhage, pelvic pain and suture rupture to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : arterial rupture, fallopian tube perforation, genital haemorrhage, internal haemorrhage, pelvic pain and suture rupture". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure which ripped thru one of her fallopian tubes'), genital haemorrhage ('bleeding'), internal haemorrhage ('bleeding internally') and arterial rupture ('artery tore') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), pelvic pain ("lots of pain") and suture rupture ("sutures tore"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, internal haemorrhage, arterial rupture, pelvic pain and suture rupture outcome was unknown. The reporter considered arterial rupture, fallopian tube perforation, genital haemorrhage, internal haemorrhage, pelvic pain and suture rupture to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : arterial rupture, fallopian tube perforation, genital haemorrhage, internal haemorrhage, pelvic pain and suture rupture". Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.